Manufacturer narrative:
Additional information has been received from the end user facility. The reported event occurred around mid-october during a pre-operation inspection. There was a delay in the operation's start time due to device replacement, and the procedure was completed. No other information concerning the event, procedure, and/or patient has been provided.

Manufacturer narrative:
The device has been returned to olympus for evaluation and inspection, and the customer's reported problem has not confirmed. Although the reported problem has not been confirmed, preliminary evaluation and inspection identified a depleted battery and a defective video connector lock. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report a flickering/noisy image from their visera pro video system center. The customer reported this phenomenon occurs when the scope connector/contact is moved. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.